Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to articular surface wear and formation of a bone cyst.

Manufacturer narrative:
To date, product has not been returned to conduct an investigation. No devices or photos have been received; therefore, the condition of the components remain unknown. Review of the revision operative notes confirmed that the patient underwent a revision surgery due to a failed left total knee arthroplasty with tibial bone cyst. A large defect was located below the tibial baseplate while performing the revision, and was curetted. The polyethylene articular surface was removed and was deemed failed due to posterior backside wear. Recuts were performed on the tibia, femur, and patella to accept the revision components. No other information was provided about the conditions of the explanted components. Based on the new information provided, a definitive root cause still remains undetermined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown as the time of the initial medwatch. Concomitant products: item # 621200230, natural knee ii porous stemmed tibial, lot # 1493044 - previously reported on MFR report # 1822565-2015-02175. Unknown patella, unknown femoral component.

Manufacturer narrative:
Other device used: catalog #unk, unknown natural-knee ii tibial component, lot #unk. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The articular surface exhibits gouges along the anterior edge of the device near the locking feature. This device also exhibits excessive scratch marks on the inferior surface of the device and some wear marks on the superior surface as well. The femoral component exhibits excessive foreign material on the trabecular side of the device. The articular surface shows blemishes across the surface. The returned patella shows foreign material on the posterior surface and minor nicks along the anterior surface. The tibial plate demonstrates foreign material on the inferior surface and scratches and wear marks along the anterior lip and superior surface. The returned screws have foreign material and minor damage along the head of the screws. Device history record (DHR) review was unable to be performed for the bearing, as the lot number of the device involved in the event is unknown. DHR of the tibial component was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Investigation results concluded that the reported event was due to wear and tear from use, having been implanted for 10 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.